Event description:
It was reported that the programmer displayed an error message at power up. Despite cycling the power three times, the error still occurred. It was later reported that a different error message was displayed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l, programmer rf (radio-frequency) head; product ID 2290, pacing system analyzer. (B)(4).